Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the investigation results, the complaint was duplicated. The rotary motor and trigger assemble were replaced, and the device was returned to the customer.

Event description:
It was reported that the device was running without the trigger being pressed during a procedure. There were no allegations of adverse consequences associated with this event.